Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patients remote transmission revealed noise on the right ventricle (rv) lead. Interrogation of the device showed that high frequency non-physiological noise. The lead was capped and replaced on (B)(6) 2020. Patient was stable before, during and after the procedure.